Manufacturer narrative:
On 02-dec-2021, mentor received additional information about the event. It was previously reported that the patient¿s right breast prosthesis deflated post implantation. New information received states that the device was discovered to be intact. However, the device was deflated on purpose to aid in removal of the device. On 23-dec-2021, mentor completed a second investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. However, additional information was received specified that the implant was explanted intact. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have an area of separated material (a) extended from the anterior to the posterior view, measuring 4.5 cm x 1.5 cm. In addition, a tear (b) was found on the anterior view, measuring approximately 0.8 cm. Microscopic examination was performed on the edges of the separated material and the tear, and parallel striations were found in an area of the separated material (a) on the posterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the separated material (a) could not be identified. Relating to tear (b), the microscopic examination was performed and the cause of the rupture could not be identified. Therefore a thickness measurement was conducted on the shell at the tear (b), and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 400cc saline breast prostheses that both deflated post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 450cc gel breast prostheses on (B)(6) 2021. It was reported that the right breast prosthesis was deflated in order to aid in the removal process. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 27-oct-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have an area of separated material (a) extended from the anterior to the posterior view, measuring 4.5 cm x 1.5 cm. In addition, a tear (b) was found on the anterior view, measuring approximately 0.8 cm. Microscopic examination was performed on the edges of the separated material and the tear, and parallel striations were found in an area of the separated material (a) on the posterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the separated material (a) could not be identified. Relating to tear (b), the microscopic examination was performed and the cause of the rupture could not be identified. Therefore a thickness measurement was conducted on the shell at the tear (b), and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the tear (b), the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).